Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was unable to be viewed due to physical damage. The lcd screen was replaced to address the issue.